Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck during rewind process and required more than one rewind to prime and insulin pump screen had scratches on screen making it hard to read and the customer was changing batteries more frequently. The customer's blood glucose level was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and rewind. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. No unaccepted missing segment or partial display anomalies noted. Device received with minor scratched lcd window. (B)(4).